Manufacturer narrative:
H.6 investigation summary: confirmed: reported condition was observed at bdm-ps

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre-activated prior to use. The following was received from the initial reporter: nsd activates early.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre-activated prior to use. The following was received from the initial reporter: nsd activates early.